Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, there is a crack running longitudinally from the proximal end for approximately 1 cm. The relevant critical dimensions met specifications. The cause of the event is undermined, however likely causes include prying/leveraging the device; shallow driver engagement depth. The most likely cause for the reported failure can be attributed to prying/leveraging the device during insertion or shallow driver engagement depth.

Event description:
It was reported that when the implant was set on the ar-5028p-07 driver the implant fractured. No adverse effect on the patient.